Event description:
A (B)(6) female patient contacted zoll customer support for an unrelated issue. During servicing of the monitor, a reportable event was discovered. The monitor would not recognize an electrode belt. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor would not recognize an electrode belt. The cause of the inability to recognize an electrode belt is a partially detached belt receptacle connector j1001. The root cause for the partially detached connector is likely excessive force during a drop while the monitor was connector to an electrode belt. No adverse event resulted from the defective monitor belt connector. The patient received a replacement monitor.